Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states the patient was revised to address pain, stiffness, and aseptic loosening of their femoral component at the bone to cement interface.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found one additional report for the cement part and lot number combination; however, review of the device history records found no related non-conformances; micro and sterility tests passed. The retained cement samples were tested for dough time, setting time, handling characteristics and mechanical properties; all were found within specifications. A search of the complaint database found no additional reports for the femoral part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.